Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction and the md inserted the sheath into the patient's groin. Upon insertion of the iab into the sheath, the balloon unwrapped. As a result, the md removed the iab and inserted another iab through the sheath without difficulty. Additional information received on (B)(6) 2010 from the respiratory care manager stated the patient did fine and the second iab was inserted through the same sheath without complications. There was no reported patient death or injury. Medical / surgical intervention was not required. It was "unknown" whether therapy was delayed or interrupted.